Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, increased threshold to high values, and insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.